Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's blood glucose reading is 330 mg/dl. The insulin pump is alarming motor error. Customer initially hospitalized for a broken neck. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.